Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred at an early stage of a laparoscopic colectomy procedure. The doctor attempted to adjust the position of the blunt grip. When they held the tie-down bar and pulled the spring lever, the tie-down bar broke. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the distal end of the spring grip for the threaded anchor was broken. The obturator, trocar, cannula, envelope seal and circular seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken distal end of the threaded anchor may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.